Event description:
Material #: 305902; batch #: unknown. It was reported by customer that the needles are cracking when being attached to a prefilled vaccine syringe. This is causing the vaccine to leak out around where we attach the needle. Verbatim: rcc received a complaint via email. Email(s) attached. The needles are cracking when being attached to a prefilled vaccine syringe. This is causing the vaccine to leak out around where we attach the needle. Item#305902.

Manufacturer narrative:
One photo was provided. It shows a needle assembly with plastic shield. The needle hub has what appears to be a crack. No other defect or imperfection was observed. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered. A device history record review was completed for provided lot number 2299457 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok needle hub was cracked. The following information was received by the initial reporter: "the needles are cracking when being attached to a prefilled vaccine syringe. This is causing the vaccine to leak out around where we attach the needle." Additional information received on 11/24/23: "affected multiple patients (3) with vaccine administration and was reported by 3 different staff members. The vaccine leaked out of the base of the needle where attached to the syringe during administration. Unsure how much of the vaccine was administered to the patient. In all three of these cases it was a flu vaccine that was being administered to adolescents." "No serious injury. All three cases the vaccine was ¿readministered¿ with new supplies."